Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. The physician reported that the cause of the catheter migration is unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use. Internal complaint number: (B)(4).

Event description:
Representative reported a catheter replacement due to catheter migration. The patient had complained of increase pain. A dye study was performed which confirmed that the catheter had pulled out of the intrathecal space. The cause of the migration was unknown. The replaced catheter was discarded.